Event description:
The patient reported an anaphylactic shock episode, with facial swelling, inflammation pain, muscle pains, metal taste and skin problems since the start of treatment, followed by bed rest for 5 days. The patient reported the anaphylactic shock episode, with facial swelling at aligner stage #4 and had started the treatment on (B)(6) 2013. The patient reported visiting the emergency room to rule out some possible root cause. The patient was prescribed with antibiotics and ibuprofen.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The patient was prescribed with antibiotics and ibuprofen without additional medical treatments, information or testing, we are unable to conclude if the device caused or contributed to the patients symptoms, or whether the patient truly had experienced an anaphylactic episode due to the invisalign product. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product cause or contributed to the patient symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.